Event description:
Asku

Event description:
It was reported the patient died less than 7 months after device implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Event description:
It was reported the patient died less than 7 months after device implant. Follow up revealed patient had last been seen in clinic (B)(6) 2009, was not pacemaker dependent, had an underlying rhythm of atrial fibrillation/atrial flutter with ventricular response in the 50s and ventricular pacing at 77% . Patient was seen in hospital (B)(6) 2009 and was ventricular paced at 47% then. Patient was placed on hospice care (B)(6) 2009 and died (B)(6) 2009 with cause of death noted to be cancer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient died less than 7 months after device implant. Follow up revealed patient had last been seen in clinic (B)(6) 2009, was not pacemaker dependent, had an underlying underlying rhythm of atrial fibrillation/atrial flutter with ventricular response in the 50s and ventricular pacing at 77% . Patient was seen in hospital (B)(6) 2009 and was ventricular paced at 47% then. Patient was placed on hospice care (B)(6) 2009 and died (B)(6) 2009 with cause of death noted to be cancer.